Manufacturer narrative:
(B)(4). Complaint conclusion: it was reported that a mynxgrip 6f/7f vascular closure device (vcd) jammed. The vcd was prepped and visually inspected. The vcd was inserted into the sheath and pulled back two stops to the arteriotomy. The stopcock on the sheath was opened and the green handle was then separated and advanced about 6 cm and more than normal resistance was felt. Excessive force was not applied when shuttling down. The balloon was then deflated and the vcd was removed and manual pressure was applied for 30 minutes or less. Kinks were not noted in the sheath nor the device after removal. The patient¿s hospitalization was not extended. The product was not returned for analysis. Review of lot f1720104 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The review of the DHR for this lot indicated that the temperature monitors issue noted in ncmr-02492 did not cause or contribute to the reported incident and the lot met all product specifications, including quality control acceptance criteria and sterilization prior to shipment. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Per the mynxgrip instructions for use (IFU), it instructs user to open the procedural sheath stopcock prior to shuttling down. Failure to open the procedural sheath stopcock during shuttling down step can result in a device jam. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.

Event description:
It was reported that a mynxgrip 6f/7f vascular closure device (vcd) jammed. The vcd was prepped and visually inspected. The vcd was inserted into the sheath and pulled back 2 stops to the arteriotomy. The stopcock on the sheath was opened and the green handle was then separated and advanced about 6 cm and more than normal resistance was felt. Excessive force was not applied when shuttling down. The balloon was then deflated and the vcd was removed and manual pressure was applied for 30 minutes or less. Kinks were not noted in the sheath nor the device after removal. The patient¿s hospitalization was not extended. The vcd will not be returned for analysis.